Event description:
It was reported that the patient experienced swelling and pain around the device for about a year. The device was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after the repositioning of the device, the patient continued to experience swelling and pain, in addition, the area of the device ¿gets real hot¿.